Manufacturer narrative:
H11: the bed was inspected on site by a baxter qualified technician. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The bed underwent functional testing and performed according to product specifications. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient fell out of a centrella bed and sustained an injury. The patient allegedly exited the bed and fell. The patient hit their head during the full and reportedly sustained a bilateral subarachnoid and subdural hematoma. Treatment and outcome of the injury were not reported. Allegedly, the bed exit alarm did not trigger that the patient had exited the bed. Furthermore, the customer stated they tested the bed exit function after the event and the bed worked as intended. Staff training will be provided. No further information was available at the time of this report.